Event description:
It was reported that the patient presented with a history of back and radicular symptoms, failing exhaustive conservative measures. Patient was diagnosed with l2-3 stenosis and underwent a left-sided l2 and l3 hemilaminectomies with medial facetectomy and foraminotomy with microdissection. There were no dural tears throughout the procedure, no significant epidural bleeding. The wound was copiously irrigated with bacitracin solution. An unknown time post-op, the patient was diagnosed with a wound infection. The infection was managed with antibiotics with no response. At 29 days post-op, the patient underwent lumbar exploration for wound infection. Purulent secretions on the subcutaneous tissue going into the inside of the fascia and into the muscle. Followed the purulent secretion until muscle close to the lamina. All necrotic tissue and fibrotic tissue was removed. The patient was admitted overnight with IV antibiotics.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.